Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The device history record review indicates that all components of the gladiator shell were in specification when manufactured.

Manufacturer narrative:
Additional information received (B)(4) 2011: patient information; catalog/lot number; incident date. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00522, 00523.

Event description:
Allegedly revised due to disassociation.